Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged when the syringe needle was inserted through it during the loading process. The cartridge and syringe needle were changed to resolve the issue. There was no reported impact to the customer's blood glucose.